Event description:
During implant, failure to sense and low pacing impedance were observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient experienced no adverse health consequences.

Manufacturer narrative:
The reported events of low pacing lead impedance and failure to sense were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but shorting between conductors were noted due to the overtorqued inner coil at the connector region. The cause of the reported events was isolated to the shorting of conductors at the connector region due to the overtorqued inner coil consistent with procedural damage.